Event description:
It was reported that the customer's pump screen was dark and would not turn on. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer corrected their blood glucose level by using multiple daily injections. The pump turned on and the customer continued using the pump.